Event description:
Caller reported a malfunction on pump with malfunction code malf 9. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact on the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. Customer continued to use the pump and was advised to call back if the issue recurred.